Manufacturer narrative:
Visual, functional and sem inspections/analysis were performed on the returned device. The reported tear and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported tear and leak appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H3 other text : the device will not be returned for evaluation.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous, left circumflex lesion that was 80% stenosed. The 2.5x15mm nc traveler balloon dilatation catheter (bdc) was used to pre-dilate the lesion at nominal pressure. The bdc was removed and wiped down with a gauze. It was then noticed that the balloon had blood inside of it. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.